Event description:
This patient had a urinary drainage catheter placed during repair of colon perforation, and was returned to the or to have the bard urinary catheter removed. On postoperative day number three, as per md order, the nurse was unable to deflate the balloon holding the catheter in place. The nurse instilled extra fluid in the balloon to try to help dislodge whatever was blocking the balloon, but was unsuccessful. The drainage system remained intact with no impairment in urinary flow. A urology consult was obtained. The urologist cut the catheter and tried pushing a wire down the inflation channel, but could not deflate the balloon. The patient was taken to the cystoscopy lab. Under general anesthesia, the catheter was easily removed from the urethra. The removed object was sent to pathology for review. Gross review of the "ureter catheter" was described as a 34.5cm long, and up to 1.2cm in diameter, clear portion of synthetic tubing consistent with a urinary catheter. The specimen was then sequestered with risk management.